Event description:
It was reported that the 9900 system appeared produced uncommanded x-ray radiation. The button was released and the 9900 system continued beeping as if x-rays were being generated. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The single board computer was replaced and the software reloaded during the service call. The system was tested and found to be working as intended and put back into service.